Event description:
This case was reported by a consumer and described the occurrence of death due to unknown causes in a male patient who received denture adhesive powder-double salt (corega ultra) for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included dentures. On an unknown date, the patient started denture adhesive powder-double salt. At an unknown time after starting denture adhesive powder-double salt, the patient died. The patient died from unknown cause(s). It is unknown whether an autopsy was performed. Corega ultra (distributed as super poligrip in the united states) is manufactured in the united states, and neither the product nor the lot number for this product is available. (B)(4).